Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 2451 and all counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system. Lia was installed and was triggered (B) (6) 2010.

Event description:
It was reported that the lead integrity alert was triggered. The oversensing appeared to be due to some electro-magnetic interference, as there was some non-physiologic sensing documented in the device diagnostics and was not reproducible in the clinical testing. Further testing and monitoring was suggested. The device remains implanted and active.